Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr installed preventive maintenance kit on the unit. Ran operational verification procedure (ovp) per manufacturer specifications, unit performed well. Fsr also replaced the screen display of the unit. Tested screen and touch buttons, the unit performed good. The ventilator also passed leak test. The unit is now working to its manufacturing specifications.

Event description:
The customer reported a transducer fault issue on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.